Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to an ilet insulin-empty alert after having installed a cartridge earlier that was only filled to about half capacity; insulin delivery ceased and the user experienced elevated blood glucose, then elected to replace the cartridge only, despite a recommendation for a full supply change. Symptoms included hyperglycemia with a reported blood glucose of 223 mg/dl trending to 208 mg/dl. Outcomes included user self-monitoring without the need for medical intervention or hospitalization. Investigation included remote troubleshooting and education, guidance on proper supply change, assistance with cartridge fill and replacement, and verification that supplies showed no visible issues or air bubbles prior to reconnection. Investigation of this case revealed an insulin supply depletion associated with a partially filled cartridge and subsequent interruption of insulin delivery; no device malfunction was observed during assisted setup. It was concluded, based on previously established findings for similar reports, that the cause was unclear.